Event description:
Type of procedure: laparoscopic gastrectomy. Event description: [name] hospital. This is a complaint from the market. Report from the sales rep. The clip wasn't properly clipped from the first shot. The doctor decided to discontinue use due to the distrust. This unit will be returned. Product available for return: 1 unit. The investigation report has not been requested. Additional information received via email on 27jun2025: if the clip was loaded and visible between the jaws of the device, was it properly seated? According to the information received by an applied medical representative during the surgery, the clip didn¿t load properly from the first time. However, when an applied medical representative confirmed the event unit after the interview, loading and clipping was available. But it feels like the lever was stuck and wouldn¿t go back in. What model/size trocar was used? Camera port: c0r47, 12mm port: [brand] 12mm, 5mm port: [brand] handy port. Could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? It was a comment that the loading and clipping was not available from dr. During the interview. However, there was not comment about the handle lever. We don¿t have any information during the surgery, but at a later date, an applied medical representative confirmed the lever was stuck and didn¿t go back in. Patient status: no patient injury or illness associated with this event. Intervention: unknown.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic gastrectomy. Event description: [name] hospital. This is a complaint from the market. Report from the sales rep. The clip wasn't properly clipped from the first shot. The doctor decided to discontinue use due to the distrust. This unit will be returned. Product available for return: 1 unit. The investigation report has not been requested. Additional information received via email on 27jun2025: if the clip was loaded and visible between the jaws of the device, was it properly seated? According to the information received by an applied medical representative during the surgery, the clip didn't load properly from the first time. However, when an applied medical representative confirmed the event unit after the interview, loading and clipping was available. But it feels like the lever was stuck and wouldn't go back in. What model/size trocar was used? Camera port: c0r47, 12mm port: [brand] 12mm, 5mm port: [brand] handy port. Could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? It was a comment that the loading and clipping was not available from dr. During the interview. However, there was not comment about the handle lever. We don't have any information during the surgery, but at a later date, an applied medical representative confirmed the lever was stuck and didn't go back in. Patient status: no patient injury or illness associated with this event. Intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.